Manufacturer narrative:
(B)(6) 2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer contacted via phone and stated that when she went to pull the tampon out half the string came apart. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via phone and stated that when she went to pull the tampon out half the string came apart. No injury was reported.